Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation of the instrument found the upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with riverlines suggesting the direction of fracture.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the top jaw of the pituitary broke off. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.